Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set) while on the home choice (hc) device during use during initial drain. The home patient (hp) stated that she was interrupted during the set up and when she got back to the hc, she could not remember where she was. The hp started pressing buttons and got se alarm. The hp then connected to the hc and could not get it to proceed. The baxter technical representative (tsr) had the hp close all clamps, cycle power off and on, and se 2367 occurred. The tsr had the hp cycle power off and on, and the alarms cleared. The tsr advised the hp to let the registered nurse(rn) know about the air detect alarm and that she connected to the tubing after the alarm occurred. The hp will start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported pressing go prior to connecting himself, which is a use error that can cause system error 2240 alarms. The home patient (hp) stated that she was interrupted during the set up and when she got back to the hc, she could not remember where she was. The hp started pressing buttons and got se alarm. The hp then connected to the hc and could not get it to proceed. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.